Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net upon receiving inappropriate shock from their implantable cardioverter defibrillator (ICD). Upon review, it was revealed that the device administered shock due to the incorrect interpretation of supraventricular tachycardia (svt) episodes. The device was explanted and replaced with a dual-chambered ICD. The patient was stable.